Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked case at display window corners was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test, excessive no delivery alarm test and motor test. No unexpected motor error alarms were noted.

Event description:
Customer reported a motor error on her insulin pump whenever she tries to rewind. The device also has a hairline crack on the screen window. Customer's blood glucose was 98 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.